Event description:
Follow up information received. The cerebrospinal fluid (csf) leak has resolved.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a patient experienced a cerebrospinal fluid (csf) leak. The physician noticed the leak during an implant procedure and performed a blood patch. The patient did not report headaches. The surgery was completed with one lead and effective therapy was established post operation.

Event description:
Follow up information received that the patient underwent additional surgery on (B)(6) 2019 to implant a second lead that was not implanted in the first procedure due to the csf leak.